Event description:
Boston scientific received information that this pacemaker could not be interrogated during a routine follow up. The device was also suspected on end of life (eol). Additional information was received that the device was immediately explanted. The device was out of service and will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.